Event description:
(B)(4).

Manufacturer narrative:
The user facility reported that during a surgical procedure, the head section of the surgical table descended. The user reports that manual controls were used to elevate the head section successfully. The patient was transferred to another table and the procedure was completed successfully; no injuries were reported to hospital staff or patient. A steris service technician inspected the table and could not duplicate the reported event. The technician did identify a damaged ls3 switch. This damaged switch would not have contributed to the reported event as the switch serves to stop movement of the leg section before it impacts the seat section. It is not involved in controlling leg section movement and even when damaged would not cause the leg section to descend. The user facility reported hearing a 'motor running' which indicates that this was a powered movement. A powered movement indicates that either the hand control or auxiliary switches were activated. This is believed to have been caused by draping or other surgical equipment, cords, surgical personnel, etc impacting the controls. The surgical table subject of the reported event is not maintained by steris; the table was 20 years old at the time of the event and subject to a 2007 obsolescence notice. Steris engineering has estimated the useful life of the 3080rl surgical table to be 10 years. The damaged ls3 switch would have occurred during the user facility's usage and handling of the table. Steris was unable to confirm that routine technical maintenance has been performed by the user facility personnel over the course of the life of the device. Steris did repair the table following the reported event, performed a full inspection of the table confirming all articulations with no issues and returned the table to service.